Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Event description:
Boston scientific received information that with the aid of fluoroscopy, this left ventricular lead was confirmed dislodged. Surgical intervention was performed to return the lead to the original implant site; however, resistance was encountered and the lead ultimately was extracted. Another boston scientific lead, of different model type, was then successfully implanted in the absence of adverse patient effects. The explanted lead is intended to be returned for a post market assessment.

Event description:
--

Manufacturer narrative:
Upon return, engineer confirmed a complete lead. The lead body exhibited deformed conductor coils along with puncture holes in the insulation. Additionally, cuts and possible electrocautery damage, were also observed on the lead¿s insulation. Blood and/or body fluid was noted in the lead lumen; however, the tip was intact and undamaged. Laboratory analysis was unable to confirm the reported clinical observations, as the lead¿s tip had no visible signs of damage or defect, which could contribute to dislodgement of this product.